Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s pump was knocked over, resulting in a cracked, nonfunctional screen, after which the user transitioned to alternative therapy. Symptoms included no physiological effects reported. Outcomes included interruption of therapy requiring use of an alternative treatment. Investigation included collection of device information and confirmation of the device serial number and user address. Investigation of this case revealed physical damage to the display component consistent with external impact, which rendered the screen inoperable; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage leading to device component failure.